Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm such as error code ae, motor error and button error. Customer also mentioned that damage to the casing of the insulin pump, such as cracks or hairline fractures, scratches or damage on the display, rainbow effect making it hard to read, heard unusual noises different from the normal rewind noises. Customer stated that buttons not responding when first press, buttons stick down when they press them and lost pump settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.